Event description:
It was reported that the patient underwent laparoscopic total gastrectomy on (B)(6) 2015 and suture was used. During the procedure, the suture broke. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.